Manufacturer narrative:
It was reported that the ventilator failed gas supply test during pre-use check. Our field service engineer has investigated the reported machine on site. They have replaced the control printed circuit board (pcb) to resolve the issue. The provided device logs confirms the reported issue. The values for the supplied air gas differs more than 20 mbar between the monitoring and the control pcbs in which in this case the control pcb was defective. The replaced part has not been sent back for a technical investigation. Therefore, it is not possible to find the root cause for this failure.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator failed gas supply test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).